Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 04mar2021. The procedure was difficult due to vessel tortuosity in the iliac arteries and the superficial femoral artery lesion. The device was very difficult to advance through the 5fr angiographic catheter, before becoming unable to advance any further into or withdraw out of the angiographic catheter. In attempting to remove the device from the angiographic catheter over a v18 wire, the device separated at the hub of the angiographic catheter. The whole system was removed from the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- the summary report designation is incorrect; the report is not a summary report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an angioplasty in the superficial femoral artery, a cxi support catheter broke while inside a cook 5 fr angiographic catheter. The procedure was difficult due to vessel tortuosity in the iliac arteries and the superficial femoral artery lesion. The device was very difficult to advance through the 5fr angiographic catheter, before becoming unable to advance any further into or withdraw out of the angiographic catheter. In attempting to remove the device from the angiographic catheter over a v18 wire, the device separated at the hub of the angiographic catheter. The whole system was removed from the patient. Investigation ¿ evaluation. A document based investigation was performed including a review of drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use. ¿the cxi support catheter is intended for use in small vessel or superselective anatomy for diagnostic and interventional procedures, including peripheral use.¿ precautions. ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter.¿ ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce ore remove the obstruction.¿ how supplied. ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded component failure without any design of manufacturing issue contributed to this incident. As reported, the cxi was very difficult to advance through the dav and then would not advance any further or withdraw back at all. Additionally, the case was difficult due to tortuosity in the iliacs but also due to the sfa lesion. The IFU states that the cxi should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and steps are taken to reduce or remove the obstruction. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty in the superficial femoral artery, a cxi support catheter broke while inside a cook 5 fr angiographic catheter. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Additional patient and event information has been requested.